Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 120 mg/dl at the time of the incident. Customer states the pump is not working, there is fluid under the lcd display. The customer states the insulin pump was exposed to pool water. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer called and stated the pump condensation has cleared up is working fine. Advised customer pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test, however moisture damage found on the lcd board. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.